Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The electrogram revealed noise on the lead. The lead was capped and replaced. No lead damage was noted during revision and the patient condition is good. The noise was suggest to be artifact.